Event description:
It was reported that there was no output and telemetry could not be established during pacemaker check. No response to magnet was also reported. The device was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.